Event description:
Our (B)(4) affiliate reports that on (B)(6) 2010 a doctor called to report admitting a patient to the hospital and treating a patient for peripheral corneal ulcers in both eyes (ou). The patient was wearing 1-day acuvue define brand contact lenses and had worn the product in question continuously ou for two weeks. This report is for the left eye. On (B)(6) 2010, the doctor provided additional information. Doctor reported that on (B)(6) 2010, the patient developed pain and was unable to open ou. The patient presented to a local eye care professional (ecp) who noted peripheral ring shaped ulcers, white elevated lesions and neovascularization ou. The patient was diagnosed with possible acanthamoeba keratitis, a "fragile corneal epithelium" and was referred to a local hospital for further treatment. On (B)(6) 2010, the patient presented to the hospital for admission and treatment. The doctor also confirmed the diagnosis of peripheral corneal ulcers ou. A culture was performed; results were negative for acanthamoeba. Doctor reported that the ulcers were "non-infectious and caused by decreased oxygen." The patient was treated with cravit, hyalein and ecolicin eye drops and loxonin tablets for pain relief. Doctor reported that, on the third day of admission, the corneal epithelium was desquamated and that the patient's va decreased from 1.2 (20/20) and 0.9 (20/25) in each eye to 0.6 (20/35) and 0.15 (20/130). The patient began treatment with rinderon drops at that time. On (B)(6) 2010, the patient was discharged from the hospital; the patient's va "was recovered" ou. No additional information is expected to be received. The product in question is not available for return and the lot number is unknown. Based on the limited information available, no further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. Conclusions - no conclusions can be drawn.